Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, information from the field indicated the event may have been caused by improper placement of the lead.

Event description:
During a post-implant follow-up, inadequate capture values on the right ventricular (rv) lead were noted. The rv lead had become dislodged potentially due to the incorrect placement in the heart. The lead was revised, and the patient was stable with no adverse consequences.